Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaint. (B)(4).

Event description:
The reporter indicated, that a 12.6mm, vicmo12.6, implantable collamer lens of a -14.0 diopter, was implanted in the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively impanted and removed. Due to elevated iop without pupil block, and angle closure, and significant reduction of irido-corneal angles. The problem was resolved. Cause of the event is unknown.